Event description:
An ophthalmic surgeon reported a pt experienced a myopic surprise left eye (os) following intraocular lens (iol) implant surgery in the sulcus. The surgeon stated no medical intervention is planned since he anticipates the pt will use the left eye for near vision once he implants an iol into the fellow eye. The surgeon reported the iol is positioned perfectly in the sulcus and he does not know why the refractive surprise occurred. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The surgeon was informed the placement of the iol in the sulcus is against the directions for use. Add'l info was requested on 12/16/2009 and 01/04/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).